Manufacturer narrative:
Heartsine performed an evaluation of the customer¿s device and was able to duplicate the reported issue. The issue was attributed to corrosion on the underside of both the on/off button and shock button domes and their contact pads on the membrane pcb. The corrosion on the membrane tail, underside of the on/off button and shock button domes and their contact pads would indicate that the device had been stored outside the indicated conditions. The cause of the reported issue was traced to the environment. The customer received a replacement device and the customer's device was archived by heartsine.

Event description:
The customer contacted heartsine to report that the shock button of their device did not work. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that the shock button of their device did not work. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Manufacturer narrative:
The customer's device was not returned to heartsine for evaluation. A cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that the shock button of their device did not work. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.